Event description:
X-ray image with ap view of the generator was received and reviewed. The placement of the m104 generator could not be assessed as no views of the whole chest were provided, and therefore the specific generator location could not be reviewed. The connector pins of the lead appear to be fully inserted inside the connector block. The feedthrough wires appear to be intact. The presence of the strain relief bend and strain relief loop were not able to be assessed as there were no views available of the whole lead. Additionally, the appropriate use of tie-downs was unable to be assessed as there were no views available of the whole lead. There appears to be a gross fracture/discontinuity of the lead in that the lead suddenly ¿cuts off¿ near the generator, and there is possibly another fracture closer to the center of the provided image. No other gross fractures/discontinuities or sharp angles. Based on the x-ray received, the cause for the high impedance appears to be due to a lead fracture. Note that a microfracture and/or the presence of a discontinuity could not be assessed for the portions of the lead that were not visible in the provided image. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
During a periodic review of the internal programming history database high impedance was identified. No known surgical intervention has occurred to date. No additional relevant information has been received to date.